Event description:
Co has become aware that patient height and weight values may be incorrectly transferred during the transfer of data from a acom.pc to the quantcor, resulting in inaccurate index values.